Event description:
It was reported that during implant of the right ventricular (rv) lead, the helix would not deploy. The lead was initially placed in the apex without issue however the lead optimization continued and the lead was repositioned. The helix was retracted but would not deploy again both in and out of the patient. It was suspected that tissue caught in the helix causing the mechanism to fail. The rv lead was removed and an alternative lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. The analyst noted that the helix has difficulty extending and retracting in specification due to being bent. Visual summary analysis of the lead indicated damage at implant.